Event description:
New information received notes that externalized conductors were noted on the right ventricular lead. On (B)(6) 2021, the physician elected to cap and replace the lead. The patient condition was stable.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net. Review of transmission revealed noise oversensing on the right ventricular (rv) lead. No changes or intervention was reported. There were no patient consequences.